Event description:
Mr. (B)(6), head of the central sterilization department, reported via our sales rep, (B)(4), that despite a constant sterilization process, the plastic grips of the instruments dissolve. Parts drop off. For cleaning are mediclin forte, ph 10, superalkaline and mediklar from dr. (B)(6) used. Loose parts could reach the operation area.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as stryker reference number (B)(4).